Event description:
It was reported that leakage occurred from the lumen of the white hub side of the groshong catheter. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr d/l groshong catheter. Light usage residues were observed throughout the sample. A small longitudinally aligned split was observed between the 41cm and 42cm depth markings. An attempt to infuse water through sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the white-luered lumen, a spraying leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the sample revealed inward curving edges. The split edges were irregular and exhibited coarsely granular textures. Following longitudinal bisection of the sample in the vicinity of the split, inspection of the inside surface revealed the split to exist within a longer longitudinal scoring mark. The damage observed on the interior surface was more extensive than that observed on the exterior surface. The damage occurred within the lumen in which the stylet is loaded and the split characteristics were consistent with damage inflicted by the stiffening stylet during device manipulation. Such damage can occur if the stylet is not wetted prior to manipulation/removal and if stylet manipulation occurs against resistance. The product IFU states ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and the stylet together approximately 3cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed.¿

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred from the lumen of the white hub side of the groshong catheter. There was no reported patient injury.